Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/31/2017. Device returned to manufacturer? Yes. The cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed scarce amount of viscoelastic residue in the loading zone of the cartridge and a small amount of viscoelastic residue in the cartridge tube. The cartridge was observed broken between the cartridge tube and tip. The customer's reported complaint was verified however the cartridge breakage could be caused by the pushrod handpiece due to the scarce amount of viscoelastic used. The lot number is unknown; therefore the manufacturing records could not be reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to fill the entire inside of the cartridge with viscoelastic. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lot number was not provided. This is not an implantable device. Two attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was split while inserting the intraocular lens (iol) into the eye. No patient injury was reported. Additional information was received and it was learnt that only the cartridge tip touched the patient's eye. Reportedly, the procedure was completed successfully using a backup lens with the same model and diopter size. No additional information was provided.